Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Procedure: transforaminal lumbar interbody fusion and posterior fusion surgery levels implanted: l4-s1 it was reported that the patient underwent transforaminal lumbar interbody fusion and posterior fusion surgery at levels l4-s1. The patient was implanted with rhbmp-2/acs, which was applied from a posterior approach and was placed outside a cage (in disc space and posterior elements). Post-op, the patient suffered progressively worsening pain in her lower back with radiculopathy and numbness from her left hip down her left leg. The patient had difficulty walking and her injuries prevented her from practicing daily life activities. The patient suffered serious and permanent injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2013, the patient was pre-operatively diagnosed with adult idiopathic flat back syndrome status post posterior scoliosis fusion many years ago down to l4. Lumbar spinal stenosis and distal degeneration l4 to the sacrum status post extension of instrumentation and fusion to the sacrum and ilium with interbody fusion at l4-5. Two year postoperative bilateral implant failure l5-s1 with suspected pseudarthrosis and underwent the following procedures: segmental spinal instrumentation removal consisting of 3 rods, multiple screws, 1 crosslink, t12-sacrum and ilium, 6 instrumentation levels removed. Fusion and exploration to confirm pseudarthrosis at l5-s1 and slight motion also noted at l4-l5. Posterior interbody fusion l5-s1 with autogenous bone and 6 mg of bone morphogenetic protein (bmp) on acs. Anterior structural titanium cage x1 at l5-s1. Revision bilateral iliac screws for sacropelvic fixation. Revision posterior spinal fusion l4, l5, s1. Revision segmental spinal instrumentation in the form of bilateral rods, pedicle screws, crosslinks, t12-sacrum and ilium, 6 revision instrumentation levels. Posterior spinal fusion with autogenous local bone and 48 mg of bmp on 4 graft matrix sponges. As per the operative notes: "autogenous bone and one bmp-soaked sponge was placed in front of the cage,one sponge inside the cage was tapped into position, distraction was released and everything was secure. Screws were placed at l4, l3 and l2 and l4, l3, l2 and l1 on the right side. All free bony prominences were decorticated between l4 and s1 and autogenous local bone was placed as well as 4 sponges, 1 on each side soaked with bmp. Plenty of bone graft was there for the fusion.¿